Event description:
Non-abbvie device. Un-reporting record.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "grade 3 capsular contracture". This record is for the left side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Clarification d6(a): implant year only was provided, therefore defaulted to 01/jan/2003 until further information is provided. Photographic device evaluation : a review of the device through photographs noted the event could not be observed as it is a physiological complication.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. The device has been explanted.